Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: the complaint was confirmed based on "internal communication failure" events observed in the event log, which caused a delay in the therapy. Conclusion: the root cause cannot be determined based solely on the event log. Eitan medical has requested the customer to return the device for further investigation. A follow-up report will be submitted once the device is received and investigated.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. The customer stated no human harm occurred, and no medical intervention was required as a result of the event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the complaint was confirmed. The investigation found that the pump was used with an unauthorized battery, in violation of the sapphire user manual instructions (3). The alarms the customer experienced were precaution alarms to prevent the user from using a pump with unauthorized battery. Conclusion: the alarms the customer experienced were caused due to the use of an unauthorized battery. (3) chapter 11: maintenance and storage, battery care information, pg. 302.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. The customer stated no human harm occurred, and no medical intervention was required as a result of the event.